Event description:
Pt presented to ed on (B)(6) 2008 with llq pain. Foley catheter inserted without difficulty. Pt sent for diagnostic testing. Prior to pelvic us, rn went to fill the bladder with saline. The rn utilized the balloon port to instill 60cc saline not the drainage port. The rn heard the balloon ruptured and removed the catheter. Noted catheter was fragmented and discarded it. Pt completed testing without having another catheter inserted. Pt discharged with instructions and prescriptions. Pt returned to ed on (B)(6) 2008 with (B)(6) 2008 outpatient pelvic transvaginal us report. Her pmp had called the ed to notify of pt's pending arrival. The us report indicated a "2.6 cm x 0.6 cm tubular structure which may represent portion of foley catheter foreign body". There was no urologist present in the hosp when pt arrived 2 hrs later. Pt evaluated by ed physician and instructed to call urologist. Contact info provided to pt. Also given prescription for antibiotics. Rn involved with pt care on (B)(6) 2008 was questioned and admitted using the incorrect port for saline installation. He did not discuss the balloon rupture or catheter issue with anyone until (B)(6) 2008.